Event description:
It was reported that within 15 minutes of activating the battery charger it began to smolder the melt. The healthcare professionals were able to contain the event. The event occurred during a case, when the account had finished using the device, but the case was completed successfully with no adverse consequences to the pt. The account will not be returning the battery and charger to stryker, they are being turning over to the local fire department.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.